Event description:
On (B)(6) 2013, it was reported that the patient experienced elevated blood glucose levels. She stated that the self-adhesive of her infusion set was wet. She found that her cannula was bent; she thinks she may not have properly inserted it. She stated that the device did not display any error or alarm. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. No product was returned.